Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. It was reported that a physician's assistant (pa) thought the issue was due to the normal healing process. The patient was advised to wait for the wound to heal. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neuro stimulator (ins) for non-malignant pain. It was reported that patient is having "burning" in the pocket following replacement of implantable neuro stimulator (ins); redirected him to health care professional (hcp) for evaluation. The issue has not been resolved at the time of this event. No surgical intervention occurred or planned. Patient is alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.